Event description:
Account alleged that the head section of this bed will not raise.

Manufacturer narrative:
Three attempts have been made regarding a resolution to this contact line, with no response.